Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is slightly deformed at its distal end, i.e. Few struts are slightly bent outwards. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. The balloon is well folded and shows no signs of inflation. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug eluting stent system was selected for treatment of the lad. After predilatation, the orsiro stent could not cross through the lesion. Another stent was used to complete the intervention.